Event description:
The customer's father reported that the customer got in infection from the pod at the insertion site, and went to the doctor. The customer was given antibiotics for the infection.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to pt's infusion site infection. No qualification and sterilization records were reviewed because no product lot number was reported.